Manufacturer narrative:
Conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sling procedure in 2006. The pt had extrusion of the device and vaginal healing was delayed. The surgeon partially ablated the device on an unknown date and the device was explanted in 2007.